Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scratches on the acoustic lens that reach the adhesive layer could not be determined, however, the probable cause of the issue was likely due to physical stress such as dropping / knocking during user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope, had interference in ultrasound images. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the acoustic lens has a scratch which reaches to the glue-layer and deep cut / lifting part on the probe unit that reached to the hard part under the pink probe coating. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to wear of grip, water tightness is lost; due to a crack on scope cover, water tightness is lost; elevator channel plug is loose; due to deformation of forceps elevator knob, forceps elevator knob rotates concurrently; due to deformation of forceps elevator lever, upwards/ downwards knob cannot be locked securely; switch1 has a cut; scope cover is deformed; grip is deformed; scope body has a crack; forceps elevator lever is deformed; scope connector has corrosion due to water leakage; due to damage on channel tube, water tightness is lost; due to damage on charging coupled device unit (ccd), flare occurs; due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements; due to damage on acoustic lens, displayed ultrasound image is defective; adhesive around objective lens is peeled; objective lens has a scratch; adhesive around light guide lens is peeled; nozzle is deformed; adhesive on bending section cover or distal sheath rubber rubber is detached; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; ultrasonic probe is loose; channel tube has discoloration; and the channel tube has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.